Event description:
It was reported that the bur broke off in the attachment. The procedure was completed successfully and there was no patient impact or surgical delay reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that the bur broke off in the attachment. The procedure was completed successfully and there was no patient impact or surgical delay reported as a result of this event.

Manufacturer narrative:
The device has been returned for evaluation. A follow up report will be filed once the quality investigation is complete.